Event description:
It was reported that a spectrum iq pump infused potassium chloride too quickly. The ordered rate was 25ml/hour for a 50ml bag. The infusion completed in fifteen minutes versus the ordered time of two hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.